Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 15 mg/ml; 3.814 mg/day and clonidine 1400 mcg/ml; 356 mcg/day via an implantable pump. Indication for use was non-malignant pain. Other medications the patient was taking was unknown and not available. The patient weight was asked but was unknown. Medical history was asked but was unknown and will not be made available. The date of the event was asked but was unknown. It was reported the 8709 catheter was thought to be non-functioning and perhaps not in the intrathecal space based on patient complaints of sub-therapeutic results from therapy. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostic studies were performed. Surgery was performed (B)(6) 2017 to replace the catheter with an 8780. The explanted catheter was discarded. The issue was resolved. Patient status was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jun-26 from the hcp via the representative reported the cause of the non-functioning was not confirmed, and it was unclear as to whether the catheter was in the intrathecal space or not. That could not be determined on x-ray.